Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified: on (B)(6) 2013, the patient was implanted with an aris sling to treat stress urinary incontinence. Following implantation of the aris product, the patient began experiencing pelvic pain, groin pain, abdominal pain, vaginal pain, dyspareunia, bladder issues, and urinary issues, among other symptoms. Patient is currently receiving ongoing medical treatment for her injuries, and her future prognosis is unknown.